Event description:
It was reported that the customer was bleeding at the insertion site of her sensor. Her blood glucose was 126 mg/dl. The sensor was inserted into the abdomen away from restrictive clothing. The customer stated that the insertion site was not comfortable. Upon removal, the sensor was not found to be damaged or bent. The customer was advised to change the sensor and insert it into a different location. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.